Manufacturer narrative:
Device details were not made available as of the date of this report. This report is submitted on march 22, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient underwent surgery to explant the device in (B)(6) 2018. The patient was reimplanted with a new device during the same surgery.